Manufacturer narrative:
The device was in use for treatment. This report is being filed as this sheath was in use at the time of patient expiration. Per reported information the sheath functioned appropriately. The device was not returned to perform an analysis, as it was discarded by the hospital. A review of the device history records for this lot number identified no rejects during manufacturing. The complaint reports were reviewed against this lot number and no other complaint was identified. Since there was no complaint against this sheath, determining a root cause was not applicable. Based upon the investigation, no CAPA is required. Per the qa in-process and final inspection procedure dimensional inspections are 100% inspected for distal tip length, shaft length, proximal end ID, distal tipped end ID, shaft od, hub ID, flush hole ID and shaft od. If the product does not comply with its specifications, it is rejected. In addition, qa inspection includes 100% inspection of roll testing, and visual inspection for dents, bumps, cracks, wrinkles, kinks, exposed braid or marker bands, delamination or damage that may cause premature failure. Verify no separation between transitions of shaft, 100% inspection for obstruction to assure inner lumen is free of any obstruct material, a pull test is done to check for bonding of tubing to the hub, hole punching is inspected 100% and a leak test is done on all units. The aptus endosystems tourguide steerable sheath physician's manual informs the user of the following adverse events related to the use of the steerable sheath: air embolism, allergic reaction to contrast media, aortic puncture, arrhythmias, arteriovenous fistula formation, atrial septal defect, bleeding plexus injury, catheter entrapment, cardiac tamponade, coronary artery spasm and/or damage, dislodgement, dissection, endocarditis, heart block, hematoma formation, hemorrhage, hemothorax, infection, intimal tear, irregular heartbeat. Local nerve damage, mediastinal widening, myocardial infarction, pacemaker/defibrillator lead displacement, perforation, pericardial/pleural effusion, pneumothorax, pseudoaneurysm formation, pulmonary edema, stroke, subclavian artery puncture, thromboembolic events, thrombophlebitis, valve damage, vascular occlusion, vasovagal reaction, vessel damage/vessel trauma, vessel spasm. Precautions: transvenous device compatibility: use the steerable sheath only with compatible transvenous devices. Use the appropriate size sheath for the size of the transvenous device being utilized. Consequences of using the steerable sheath with incompatible devices may include the inability to deliver the transvenous device or damage to the transvenous device during delivery. The physician's manual provides these warnings and precautions: frequent aspiration and flushing - aspirate and flush the sheath frequently to help minimize the potential for embolic events resulting from the introduction of air or the formation of clot within the sheath. Remove dilators slowly - remove devices from the sheath slowly. Rapid removal may damage the valve components resulting in blood flow through the valve and cause a vacuum allowing air to enter the sheath. Aspirate all air from the sheath by connecting the syringe to the sideport with three-way stopcock.

Event description:
The patient was presented to the ER with a ruptured abdominal aortic aneurysm (aaa). An endovascular aorta repair (evar) was attempted with the endurant ii. The main body was implanted but was taking too long to cannula the gate and the patient was losing blood. The aorta was too narrow to form guide (sheath model number tg0705509), so they tried to go over the aortic bifurcation. The surgeon decided to convert to an open repair and patient subsequently expired during open repair.